Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
The failure investigation has been completed and based on the analysis, the reported issue against the cracked touch screen could not be verified. The alleged unresponsive touch screen issue was verified. In addition, additional issues were identified. The information will be used for tracking and trending purposes.